Event description:
Patient reported left side unexplainable rash, loss of sleep, short-term memory, and sever arthritis. Patient later reported rupture. Device remains implanted.

Manufacturer narrative:
Asr / psr date submitted. (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.